Manufacturer narrative:
Findings: pump received with failed battery test alarm after inserting new battery due to corroded battery tube. No rusted the original battery noted. The battery cap contact was corroded. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip cracked pump belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a rusted battery compartment. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.